Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. All other measurements were in range and no lead/device issue was suspected. As such, no revision was done at this time. The system remains in service. No adverse patient effects were reported.